Manufacturer narrative:
Device evaluation summary: according to the information received, the patient developed a breast mass. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: right breast prosthesis rupture, right breast capsular contracture, left breast mass. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 600cc gel breast prostheses when the right breast prosthesis ruptured post implantation. Rupture of the patient¿s right breast prosthesis was diagnosed via MRI. Additionally, the patient developed capsular contracture (baker grade unknown) in her right breast post implantation. Lastly, MRI results indicated the patient developed a mass on her left breast. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel xtra breast implant 595cc gel breast prostheses on (B)(6) 2023. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2023-08631 for the report for the patient¿s right breast prosthesis.